Manufacturer narrative:
The complete model number, serial number, and date of manufacture have been updated. The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Received a summons and complaint alleging an incident took place at the airport ((B)(6)). The scooter tipped over at the tsa desk and she injured herself.

Manufacturer narrative:
The complete model number, serial number, and date of manufacture have not been provided. The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Received a summons and complaint alleging an incident took place at the airport (lax). The scooter tipped over at the tsa desk and she injured herself.

Manufacturer narrative:
An inspection of the device occurred. The inspection concluded that the device is working properly.

Event description:
Received a summons and complaint alleging an incident took place at the airport (B)(6). The scooter tipped over at the (B)(6) desk and she injured herself.